Event description:
It was observed that a physio-control device, being used by a sales representative for demonstration purposes, had powered off on its own on three separate occasions. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative examined the device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The cause of the reported issue could not be determined.